Event description:
Subsequent to the initial medwatch report, the following additional information was received: the patient was diagnosed with cancer in late 2011 and withdrew consent from the study. No additional information was provided.

Event description:
It was reported that the patient had a promus stent implanted on (B)(6) 2011. The patient died on (B)(6) 2011. The cause of death was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of death, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.